Event description:
It was reported that the infusion site insertion was performed incorrectly on (B)(6) 2026. Clinical support team instructed the patient to insert the site properly. Patient had high blood glucose levels and was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.